Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the results of the manufacturing review, no indication for a manufacturing related cause could be identified. The investigation is currently underway. Note: this event is associated with uf report number: (B)(4).

Event description:
It was reported in a user facility medwatch report that during a bone biopsy procedure of the patient's first right metatarsal, while the device was being removed after the second sample, 2mm of the tip of the biopsy needle broke off in the bone. Reportedly, the detached tip was successfully removed during a previously scheduled I & d procedure which was scheduled for the following day. There was no reported patient injury.